Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger was not working when they went to charge it. The patient reported the battery lights were rapidly scrolling up and down. The patient stated this started a few days ago on (B)(6) 2025. The patient confirmed the green light was solid on the dock when the charging cord was plugged into the dock, but reported the recharger battery lights were scrolling when on the dock on the call. The patient was informed how to reset the recharger on and off the dock on the call but this did not resolve the issue. The patient reported no lights appeared on the recharger when trying to reset it off the dock. The patient reported the recharger would not power on. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out.